Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as this was a device that was implanted during the revision surgery. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as this was a device that was implanted during the revision surgery. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Patient dob: unknown day in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02556.

Event description:
It was reported a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to a freedom constrained liner disassociating from the shell. The acetabular locking ring and a locking freedom liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.